Event description:
It was reported that the pacemaker was found to be in back-up vvi in the box when interrogated during a device check. A second interrogation confirmed the back-up status. The device was returned for further analysis.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to hardware reset. Analysis performed after reloading product code indicated normal device characteristics. Hardware reset not be reproduced, and the cause of the reset could not be determined.